Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the nasal tracheal tube presented a punctured cuff. There was no patient injury reported in this event.